Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment.   The device was started up at 08:24:04 on (B)(6) 2022. At 10:11:09, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 10:13:31, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the shock. Rhythm at time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. The electrode belt was disconnected at 10:16:44 on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.